Event description:
It was reported that patient underwent total knee arthroplasty in late 2008. Subsequently, patient developed infection and a two stage knee revision was performed in 2009 to remove all components and replace with an antibiotic spacer.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification shows that lot was sterile released on april 28, 2008. There are warnings in the package insert that state that this type of event can occur. Date implanted - late 2008, exact day is unknown.